Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had an unexpected restart alarm. The customer¿s blood glucose was 6.5 mmol/l at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and prompted him to reset time and date each time the customer changes the battery. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed unexpected restart error test and displacement test. No unexpected restart or unexpected restart/low battery/off no power alarms after battery change or reset time/date anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.